Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found a communication module error, but the module was functioning correctly upon testing. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal. The dso seal was replaced, and the dso was calibrated as well as the upstream occlusion (uso) sensor in order to fix the issue.

Event description:
It was reported that the device had a wireless module issue. The results of the investigation found a delaminated downstream occlusion (dso) seal. There was unknown patient involvement.